Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an intra-aortic balloon(iab) disconnect alarm. The customer staff called to report that the iabp in ICU had alarmed x 3 for "iab disconnected". All connections of catheter/pump/safety disc were secure. The balloon is a 50cc sens plus. A getinge representative advised the customer to turn down the augmentation setting by 2 bars. The customer did not call back for any additional support. The serial number is not available. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h10 (of follow up emdr #1). A getinge representative reported that several attempts were made to the customer's local biomed technician for additional information on this complaint event, but no response was received. Subsequently, another company representative advised that the ccl staff was passing along second hand information, and they had made it clear that no more information was available. No further investigation is required.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an intra-aortic balloon(iab) disconnect alarm. The customer staff called to report that the iabp in ICU had alarmed x 3 for "iab disconnected". All connections of catheter/pump/safety disc were secure. The balloon is a 50cc sens plus. The patient was ventilated and paralyzed and did not have a large belly or chest. The patient was not on peep over 5 cm h20 pressure. A getinge representative advised the customer to turn down the augmentation setting by 2 bars. The customer did not call back for any additional support. The serial number is not available. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, and no response has been received. If information is received, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an intra-aortic balloon(iab) disconnect alarm. The customer staff called to report that the iabp in ICU had alarmed x 3 for "iab disconnected". All connections of catheter/pump/safety disc were secure. The balloon is a 50cc sens plus. The patient was ventilated and paralyzed and did not have a large belly or chest. The patient was not on peep over 5 cm h20 pressure. A getinge representative advised the customer to turn down the augmentation setting by 2 bars. The customer did not call back for any additional support. The serial number is not available. No patient harm, serious injury or adverse event was reported.